Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center evaluated the subject device and identified the following: scratch to flexibility adjustment ring, grip, switch box, lens guide cover glass, case unit, cover unit, and connecting tube; damaged image guide protector and plug unit; shaved control unit and plastic distal end cover; light guide lens cracked, discolored air/water cylinder, and universal cord coating peeling. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus a sudden loss of image approximately five (5) minutes into the pancoloscopy with polpectomy procedure. The sudden loss of image happened when the device was in the proximal sigma. The device and endoscopic tower were inspected prior to the procedure and functioned normally. The subject device was replaced with a similar device and the intended procedure was completed. There was a thirty (30) minute delay in procedure while replacing the subject device and performing functional checks. The customer stated there was no injury or harm to the patient or the operator. However, the customer stated the extended procedure could be clinically relevant.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The technical evaluation results from the service branch center showed that the reported image loss could not be confirmed. There were non-conformities found on the device during the evaluation. However, it is unknown whether those evaluation findings affected or caused the reported image loss, as the image problem was not duplicated during the evaluation of the device. A complaint review was performed on the subject device, and no similar complaint of the same event and same model device was raised from the user facility in the past. Based on the DHR review it was confirmed that the device was shipped in accordance with the specifications. IFU (operation manual) states about inspection of endoscopic image prior to use in the following item. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. IFU (operation manual) states about troubleshooting of irregularity while device is in use as follows: 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿ on page 111, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ on page 113, ¿ withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿ on page 113, or ¿ withdrawal when the focus setting cannot be switched¿ on page 115. After withdrawal, return the endoscope for repair as described in section 5.4, ¿returning the endoscope for repair¿. The legal manufacturer further reported that this reported complaint is not related to the design. The root cause of the reported complaint cannot be conclusively determined. The device has been serviced and returned to the user facility.